Event description:
Loose material in trach pilot balloon, leading to trach cuff, was found by the patient's mother. When the back up trach was check before placement it was found to have, the same type of material in the pilot balloon as the first. I pulled a new trach from the pixs. This new trach was found to have loose material in the cuff that prevented it from deflating during the pre check. Another new trach was obtained from another area of the hospital and used to perform the initial trach change. The original trach was cleaned and the backup and new trachs in question were kept for review.